Event description:
Mayo scissors were used to cut iud [intra-uterine device] strings after iud was inserted. Scissors were not cutting the strings, so they were removed. Once removed, one of the tips broke off. This did not break off inside the patient. No harm to patient. Product was discarded.